Manufacturer narrative:
This is the same event as 3010536692-2016-00432.

Event description:
Alleged the patient was revised due to the following mom complications: shedding of metal debris into bloodstream; tissue damage; pain, and decreased mobility (left).